Event description:
Pt scheduled for laparoscopic tubal sterilization. During first procedure, surgeon attempted to cut tissue with laparoscopy scissors and scissors would not cut. Surgeon could not get scissors to close, had to remove scope with scissors in it still in open position. Incision closed after procedure completed. Pt to pacu. Umbilical incision began to ooze blood approx 20-30 minutes into recovery. Pressure placed over incision for 20 minutes. Approx 40 4x4's completely soaked. Surgeon summoned. Pt brought to or.